Manufacturer narrative:
Submit date: 06/08/2009. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. Customer states that the catheter fell out of the patient, and another catheter was placed.